Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within a patient on (B)(6) 2010. According to the complainant, during the procedure the upper part of the stent was placed too low; therefore the physician attempted to reposition the stent. The physician used normal force, however the retention suture broke. The physician attempted to pull back the stent manually; however this caused the "the movement of loops." The physician then cut the part of the stent which had unraveled, using argon plasma. The procedure was able to be successfully completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. On august 04, 2010, the following information was reported to boston scientific: the procedure name was treatment of compressive stenosis for mediastinal metastases of head and neck cancer. It was reported that first stent loop/strut of the stent unraveled; as the physician tried to manually reposition the stent. As previously reported they cut the part of the stent that unraveled using argon plasma, and retrieved it from the patient. It was reported that no part of the stent detached inside the patient.

Manufacturer narrative:
(B) (4)- no code available (medical intervention required). No code available (stent positioning/placement issue, retention suture broken) a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded, there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the information provided, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within a patient on (B) (6) 2010. According to the complainant, during the procedure, the upper part of the stent was placed too low; therefore the physician attempted to reposition the stent. The physician used normal force, however the retention suture broke. The physician attempted to pull back the stent manually; however this caused the "the movement of loops". The physician then cut the part of the stent which had unraveled, using argon plasma. The procedure was able to be successfully completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination revealed that the only part returned for analysis was the unraveled loop/strut of the stent. The loop/strut measured approximately 20 mm in length. No issues were found with the loop/strut. Device analysis concluded that the most probable root cause is anticipated procedural complication, as it is listed in the dfu that "moving the deployed stent may break the stent wire." A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within a patient on (B)(6) 2010. According to the complainant, during the procedure the upper part of the stent was placed too low; therefore the physician attempted to reposition the stent. The physician used normal force, however the retention suture broke. The physician attempted to pull back the stent manually; however this caused the "the movement of loops." The physician then cut the part of the stent which had unraveled, using argon plasma. The procedure was able to be successfully completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. On august 04, 2010 the following information was reported to boston scientific: the procedure name was treatment of compressive stenosis for mediastinal metastases of head and neck cancer. It was reported that first stent loop/strut of the stent unraveled; as the physician tried to manually reposition the stent. As previously reported they cut the part of the stent that unraveled using argon plasma, and retrieved it from the patient. It was reported that no part of the stent detached inside the patient.

Manufacturer narrative:
(B)(4): medical intervention required. (B)(4): suture broken, stent positioning problem, stent unraveled. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.